Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) device during drain 2 of 4. The home patient (hp) was connected at the time of the alarm. During troubleshooting, there was nothing unusual found that could have caused or contributed to the reported event. The technical service representative (tsr) explained the alarm to the care giver (cg) and advised the cg to have the hp start over with new supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.